Event description:
It was reported that the patient passed away. No other information was provided. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
Additional information was received. It was noted by the provider that the device was turned on one month after implantation. There were no subsequent setting adjustments. The patient has many preexisting medical conditions. She had history of recurrent infections. The patient passed away from sepsis, it was also noted by the provider that the sepsis and death was not caused by vns. The patient's vns was not explanted after death. The date of death is unknown. No other relevant information has been received to date.